Manufacturer narrative:
(B)(6).. The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that the internal battery of a smiths medical cadd ms3 pump died. The patient had been released from the hospital and there was no information provided about the hospital admission. The hospital was not using the pump, so the battery had not been changed , the internal battery died and the programming was lost. The patient was able to get her backup ms3 pump working. There were no reported adverse events.